Manufacturer narrative:
Based on the limited information provided, no conclusion can be made. Multiple attempts have been made to contact the physician to request additional information and to provide a sample mesh for reactivity testing. At this time there has been no response. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document that the physician requested and was provided with a mesh sample for reactivity test. As reported the patient experienced a +1 (mild) reaction to the mesh sample. Based on the test results it is confirmed that the patient is reactive to the 3dmax mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remains implanted.

Event description:
A physician reported that a patient of his is possibly having an allergic reaction to the bard/davol 3dmax mesh.

Manufacturer narrative:
Based on the limited information provided, no conclusion can be made. Multiple attempts have been made to contact the physician to request additional information and to provide a sample mesh for reactivity testing. At this time there has been no response. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
A physician reported that a patient of his is possibly having an allergic reaction to the bard/davol 3dmax mesh.